Event description:
It was reported that a physician attempted to place a fox plus catheter. Reportedly, the balloon appeared to be leaking and a pin hole was suspected during prep. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.